Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported following an intraocular lens (iol) implant procedure, the patient experienced rings and significant problems with halos/lights since surgery. The lens was explanted and replaced with a monofocal lens in a secondary procedure after 15 days. The clinical reason for the explant was no significant cloudiness of intraocular lens. Additional information received as the patient experienced post one week of surgery the lights, traffic lights, street lights, all lights were awful. The halos were so bad and could not able to drive at night. Vision was good but could not stand the lights.

Manufacturer narrative:
Previously submitted cloudy lens event was removed, lens opacified FDA code 1426 was removed the manufacturer internal reference number is: (B)(4).